Event description:
Upon reviewing the flag files for a (B)(6) female patient, zoll customer support determined that the patient was experiencing battery charger faults. Zoll customer supports contacted the patient and issued her a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/ modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/ modem. The cause of the inability to charge the batteries is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/ modem. The patient received a replacement charger/ modem.